Event description:
It was reported that the implantable pulse generator ipg could not communicate with the clinician programmer cp. Engineers investigated and concluded that the ipg is in a state that prohibits communication with all cps. Without the communication link to the cp, therapy settings could not be modified. Therefore, would be limiting any future therapy optimization for this patient. The patient underwent a revision procedure where the ipg was replaced. Post operatively, the patient was doing well. The explanted ipg will not be returned for analysis, as it was not released by the facility.